Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during tonsillectomy <(>&<)> adenoidectomy procedure, the surgeon noticed that the inside corner of the patients mouth was burned. Examination of the pencil and electrode demonstrated eschar on the paroximal connecting portion of the device.